Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted

Event description:
It was reported that the unit does not cut well. The event timing occurred during cleaning. No patient involvement occurred. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the unit does not cut well. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver, sterilization case and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the vdoc service portal. Product review of the air dermatome by medicrea on (B)(6) 2018 revealed that the entry calibration failed. The air motor was worn and corroded. The needle bearing, reciprocating arm and eccentric shaft were worn and corroded as well. The machine head was scratched. Repair of the air dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, lever, ball plunger, reciprocating arm, machine head, spring pin and eccentric shaft. Air dermatome, serial number 102600, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the entry calibration failed. The motor along with numerous other components were found to be worn and corroded. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the entry calibration failed. The motor along with numerous other components were found to be worn and corroded. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.